Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The needle did not fully retract as intended during activation.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed 47 pulses, all of which were first prime pulses, before being deactivated, which is why the device did not deploy. Investigation of the device found no exposed needle or damages that would have caused the device to deploy early. No other damages or deficiencies were observed during the investigation; the device functioned as intended.